Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: material rupture. (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient, who underwent breast augmentation with an unspecified mentor saline smooth breast prosthesis on the left side, suffered spontaneous left breast implant deflation, post-procedure. The deflation was diagnosed via physical examination and a mammogram taken on (B)(6) 2020 also showcased findings of a deflated/collapsed saline implant. As a result, the patient underwent bilateral removal and replacement on (B)(6) 2020 with the following devices: (left) 350cc mentor memorygel breast implant catalog: smpx350 lot: 9379683 sn: (B)(4) and (right) 350cc mentor memorygel breast implant catalog: smpx350 lot: 9354525 sn: (B)(4).

Manufacturer narrative:
On november 4, 2020, the mentor failure analysis lab received the device for evaluation. On november 24, 2020, the product investigation was completed. Device investigation summary: during the visual evaluation, an anomaly was observed on the posterior view of the device consistent with a crease/fold. A tear was also observed within the crease/fold measuring approximately 0.1 cm. The evaluation determined that the loss of shell integrity is consistent with a crease fold deflation of the implant shell, which is a known inherent risk of saline-filled mammary prosthesis. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. A second product was received. No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).